Event description:
It was reported that the patient presented for follow-up and loss of capture was observed related to the implanted device. The patient was admitted to the intensive care unit. It was also stated that the patient had experienced a previous life-threatening event related to the implanted device (no details provided). Additional information is being requested. Additional information received indicated that on (B)(6) 2026, the implanted device was reprogrammed, which resolved the situation. No additional details were provided; the device model and serial number were not provided.